Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
Material no: 320122, batch no: 7248729. It was reported that during use of the bd ultra fine¿ pen needles there was no insulin flow when priming. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle from lot 7248729. Consumer reported no insulin flow when priming. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
Material no: 320122. Batch no: 7248729. It was reported that during use of the bd ultra fine¿ pen needles there was no insulin flow when priming. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320122 batch no: 7248729. It was reported that during use of the bd ultra fine¿ pen needles there was no insulin flow when priming. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.